Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - reported defect not reproduced on returned meter. Product evaluation has been completed. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-057:user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system. Manufacturer contacted customer in a follow-up call on 05-jul-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 312, 274, 375, 286 and 448 mg/dl. The customer¿s expected am postprandial fasting blood glucose test result range is 150-200 mg/dl and expected pm fasting blood glucose test result range is 120-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/24/2023 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (B)(6).